Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro and charring on the tip of the catheter, at the second electrode, was noted. No errors were presented. The physician saw no other problems on the product. There were no issues related to temperature. The temperature cut off is set on 55 degrees and qmode+ was used. Activated clotting time (act) was over 300. The patient has not exhibited any neurological symptoms since the procedure was completed. The physician considered the amount of char as an increased risk to the patient. The correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No adverse patient consequence was reported. Device investigation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, microscopic examination, scanning electron microscopy (sem), irrigation, temperature, and impedance test of the returned device were performed following j&j procedures. Visual analysis revealed char, thrombus or clot residues was observed located at the bottom of the dome in the transition between the dome and the first ring. A temperature and impedance test were performed, and no issues were observed. Then, an irrigation test was performed, and the device was found partially occluded as the flow was observed irregular through the irrigation holes. Afterwards, a microscopic inspection to the dome was performed and some irrigation holes were observed occluded with a dry reddish material. Due to the occlusion in the irrigation holes, excessive heat could be generated at the dome surface; which could cause an increase of the temperature and the presence of char, thrombus or clot residues in this area. A sem test was performed to identify the foreign material inside the irrigation hole and it was identified that the occlusion is composed of an organic material, presumably blood and inorganic material. Due to this condition, further investigation was conducted to review this failure mode. The investigation concluded that the presence of the inorganic material inside the irrigation hole is confirmed to be manufacturing attributable. A manufacturing record evaluation was performed for the finished device number lot 31313608l and no internal action related to the complaint was found during the review. The char / thrombus issue reported by the customer was confirmed. The potential cause of the occlusion is traced to the manufacturing process. An internal corrective action is being followed to reduce this failure mode. The instruction for use (IFU) contains the following warnings and precautions: monitor the catheter tip temperature response throughout the procedure to ensure adequate irrigation. If temperature increases very rapidly during rf application, power delivery should be interrupted. The irrigation system must be rechecked prior to restarting rf application. Note: the displayed temperature represents the temperature of the electrode only, not the temperature of the tissue. When rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro and charring on the tip of the catheter, at the second electrode, was noted. No errors were presented. The physician saw no other problems on the product. There were no issues related to temperature. The temperature cut off is set on 55 degrees and qmode+ was used. Activated clotting time (act) was over 300. The patient has not exhibited any neurological symptoms since the procedure was completed. The physician considered the amount of char as an increased risk to the patient. The correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No adverse patient consequence was reported.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).